Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator could not acquire a 3 or 12 - lead ECG during a patient event. There was no negative patient impact.